Manufacturer narrative:
(B)(4). Device passed displacement test. Device alarmed pump error during self test and device trace download confirmed pump error (variable 3), problem isolated to the keypad. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump was no longer confident. Customer's blood glucose level was unknown. Customer stated that they decreased calibration time. The insulin pump will be returned for analysis.